Manufacturer narrative:
(B)(4). Related to the following three mfrs (same complainant information, medical device, and same patient referenced, different event dates): 3012307300-2019-04366, 3012307300-2019-04367, 3012307300-2019-04368.

Event description:
Information was received that the integrity of a smiths medical portex bivona tts tracheostomy tube cuff was checked under water prior to patient insertion and no leaks were detected. Upon insertion, the reporter verified that the correct volume of sterile water was in the patient's tracheostomy cuff (16ml of sterile water). During some time later, the reporter stated that the cuff had significantly leaked and was unable to maintain a seal. Subsequently, a tube change out was required. Placement was confirmed with etco2 monitor and auscultation of the chest. It was also noted that the patient was initially manually ventilated with 100% oxygen and then placed back on their mechanical ventilator uneventfully. Additionally, the patient was also monitored with spo2 and hyperoxygenated during the event. Before discarding the old tube, a pinhole was seen leaking the remains of the sterile water. The reporter stated no injury was caused to patient and injury caused to clinicians at bedside, as they wore full ppe.

Manufacturer narrative:
Device evaluation: three 9.0 tts adult tracheostomy tubes were returned . During the leak test procedure, 10cc of air was applied to the devices and a leak was detected on the cuff of each device. Using magnification a hole(s) were found in the cuff and the area appeared to be abraded/damaged. Further examination showed all cuffs had the abrasion in the same location(see photo 2) on the cuffs most likely caused by the patients anatomy. All device cuffs are 100% leak tested per wi-09-0310-23 prior to packaging. The investigation did not reveal any intrinsic manufacturing defects with the returned devices.